Event description:
It was reported that the scrub nurse struggled to remove the battery from the mpower handpiece and upon release of the battery, she received an electric shock through her right index finger. The scrub nurse also reported that she felt a tingling on her tongue at the time of the shock. No treatment was required and the scrub nurse is reported to be doing fine.

Manufacturer narrative:
Investigation results: to date the device has not been returned for evaluation. A follow-up report will be sent after the investigation is complete.